Event description:
The pt experienced a bad headache; noise and light sensitivity; as well as bad allergies. The pt went to the ER the week of (B) (6) because his spine incision had opened up and was draining. The ER treated it and it had stopped. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). Noise and light sensitivity.